Manufacturer narrative:
The device has not been made available for evaluation.

Event description:
It was reported that the user of this device was injured requiring medical intervention. Further information regarding this event was not provided.